Event description:
It was reported that during replacement of the intellis adaptivestim pain implantable neurostimulator for normal end of life, a high impedance value of 40,000 was observed at electrode 4 on the lead. Troubleshooting steps included wiping the lead multiple times, switching the port, and moving the lead in its seating. The plan to program around this electrode was discussed with the healthcare provider. The impedance issue was ongoing and not resolved. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 07-dec-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.